Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the distal plug portion of the mvp-5q was returned for evaluation; the proximal pushwire was not returned. The plug was found to be not fully opened. A hole was found on the membrane cover. The distal marker was found to be bent. The membrane cover of the struts of the plug was found to be stuck together as evidenced by the numerous dark lines which indicate folds in the membrane held in place. The outer diameter (od) of the explanted plug was measured at room temperature and found not to be within specification. Clotted blood found on the od and ID of the explanted plug membrane is suspected to have prevented the membrane from returning to its full, unwrinkled form and contributed to an explanted od smaller than the od of a newly manufactured device. The plug was then soaked in warm water for 10 minutes which reduced the severity of retained membrane wrinkles and resulted in an increased od, providing confirmation that explant artifacts such as clot can prevent the device from returning to it as manufactured od. Based on the device analysis and reported information, the report of mvp incomplete opening was confirmed. As returned, the od of the implant was found to be less than specifications for an unused device. Clotted blood found on the od and ID of the deformed/explanted plug membrane is suspected to have prevented the membrane from returning to its¿ full, unwrinkled form and contributed to the issue. It is unknown if a continuous flush was maintained during the procedure. Therefore, any contributing factors from this could not be assessed. However, the condition and diameter of the explanted mvp device was sufficient to allow for full expansion of the implant to the reported diameter of the target vessel (4.8mm) and would not be consistent with an in-vivo observation of ¿incomplete open¿. In regards to the mvp migration issue, this could not be confirmed as applicable photographs (relevant to the complaint) were not provided for analysis. It was reported the implantation of two mvp devices, mvp-5q and mvp-7q. Treatment with these devices would require a target vessel of sufficient length to accommodate the combined target vessel length of = 28mm. However, the reported target vessel length in this case was 18mm which may have contributed to the ¿migration¿ issue. During the analysis, a hole was found on the membrane cover. In addition, the distal marker of the plug was found to be bent. The cause for these damages could not be determined, however, it is likely that the hole in the membrane cover and the ¿bent¿ distal marker resulted from interaction with unspecified removal tools, i.e. Snares, graspers, guides, etc., as neither of these damages are expected from delivery. The mvp device was being used for treatment during a patent ductus arteriosus procedure in which this device is not indicated for use. Per the mvp IFU (instructions for use): "the reverse medical corporation mvp micro vascular plug system is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature. The safety and effectiveness of the mvp system has not been established for cardiac uses (e.g., cardiac septal occlusion, patent ductus arteriosus, paravalvular leak closure) and neurologic uses. Ensure that the occlusion site is long enough to accommodate the implanted mvp device without obstructing unintended vessel.¿ the lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for irregularities and damages during manufacture.

Manufacturer narrative:
The mvp device has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information. Mdrs related to this patient: 3007170829-2016-00010 3007170829-2016-00011.

Event description:
Medtronic received report that a patient experienced unintended vessel occlusion after mvp implantation. The patient was undergoing treatment for patent ductus arteriosus. The artery diameter was 4.8mm. The devices were prepared as indicated in the IFU; there were no issues identified during preparation. It was reported that two mvp devices were implanted. A few hours after implantation, the patient experienced residual shunting and occlusion of the left pulmonary artery. The patient was recatheterized and the two mvps were retrieved from the patient. New devices were used to occlude the ductus arteriosus. The physician alleges that underexpansion of the mvp resulted in occlusion of the pulmonary artery, though the physician also reports that were no device issues during implantation that could have led to underexpansion.